Manufacturer narrative:
The fs-mar-10-x of unknown lot number was not returned to cirl for evaluation. Limited information was provided by the customer and if additional information becomes available the complaint file will be updated to reflect this. The customer¿s complaint was confirmed on customer testimony it may be noted that according to the instructions for use, the user is instructed to: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization ¿ per IFU ¿stent should be checked periodically for signs of biliary obstruction. This stent should not be left indwelling for more than three months or as directed by physician. The wire guide diameter and the inner lumen of the wire-guided device must be compatible.¿ also per IFU ¿potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complications that may occur with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ as per functional checks there is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for fs-mar-10-8 device of unknown lot number could not be completed. Prior to distribution, all fs-mar-10-x devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a section of the device did not remain inside the patient¿s body. The patient was treated conservatively due to this occurrence. It was reported that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. (B)(4).

Event description:
Post ercp pancreatitis which was treated conservatively.